Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Caller reported poor communication and difficulty charging. Caller was seeing reposition antenna screen. Patient was able to charge the night prior to the day of call. Troubleshooting was performed during the call. Patient was able to get 80 but still saw reposition antenna screen. Patient did not know their hcp information. No symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report may has malfunctioned and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.